Event description:
The manufacturer received information alleging a ventilator a "low inspiratory pressure" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s air inlet path assembly needs to be replaced to address the issue.